Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a review related to a clinical study for another device, a report was found of a maxan screw that was found to be fractured during the patient's 12 month follow-up appointment. There was no impact to the patient, no revision surgery was performed, and the original operative segment was found to be fused. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. However, photographs of radiographs taken during the patient's one year post-op appointment were provided and reviewed. The bottom-most left screw has fractured. The cause cannot be determined. Since the lot number is unknown, the manufacturing records are unable to be reviewed. The labeling states that fracturing of the device post-operatively is a known potential adverse effect of this procedure.